Manufacturer narrative:
Unknown part number, UDI is unavailable. The devices have not yet been removed from the patient. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Devices still implanted in patient.

Event description:
Notified by jnj customer connect. Patient contacted (B)(6) from doctor office.